Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with internittent button response due to flatten dome switch on down button. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.

Event description:
The customer reported having issues with the sticking buttons for several days. Troubleshoot was declined as customer feels uncomfortable and requested a replacement of the insulin pump. The caller mentioned being hospitalized twice due to high blood glucose over 500mg/dl. The customer stated that he kept vomiting and ended in the hospital. No further information was provided.